Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 63 mg/dl. Reportedly, the customer disconnected from the infusion site after completing the fill tubing step of the load process; therefore, inadvertently delivered insulin to the body. Chips and food was consumed to treat bg. Tandem technical support advised to disconnect at the infusion site before initiating the fill tubing process.